Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga experienced a needle that would not retract. The following information was provided by the initial reporter: the hcp pressed the button to activate the safety mechanism; however, the needle was not retracted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga experienced a needle that would not retract. The following information was provided by the initial reporter: the hcp pressed the button to activate the safety mechanism; however, the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 21-dec-2022. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22g x 1.00in. Insyte autoguard bc pro unit from lot number 2160898. In addition, seven photographs were also submitted which displayed similarities to that of the returned unit. A gross visual inspection of the returned unit found that the needle was in the un-retracted position and the button had been depressed. The catheter assembly was not returned. Further microscopic inspection found adhesive between the needle hub and grip which prevented needle retraction. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispensing station. This may occur at the adhesive dispense process due to station misalignment, part misalignment or adhesive buildup on the nozzle. Per our quality control plan, inspections for needle retraction and excessive adhesive are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Preventative maintenance (pm¿s) is performed to maintain and ensure proper functioning of equipment. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.